Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of 22 mg/dl on (B)(6) 2014. The customer also reported being hospitalized on (B)(6) 2014. The customer reported being unconscious and waking up to emergency medical services in the house. The customer reported that she might have used too much insulin. Troubleshooting was done. The customer further reported a keypad anomaly on the insulin pump that made troubleshooting difficult. No additional information was provided.